Event description:
It was reported that a mobi-c implant disassembled after implantation when the surgeon attempted to remove to adjust positioning. The implant was retrieved and another mobi-c implant was used. The implant was discarded by the facility. There was no patient impact.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. The device was not returned and no photos were provided, so an evaluation is unable to be performed. This event likely cannot be attributed to manufacturing or design related issues. The complaint is unrefuted for mobi-c implant for the failure of disassembly. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. This device is used for treatment.

Event description:
It was reported that a mobi-c implant disassembled after implantation when the surgeon attempted to remove to adjust positioning. The implant was retrieved and another mobi-c implant was used. The implant was discarded by the facility. There was no patient impact.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.